Event description:
It was reported that after five days of intra-aortic balloon (iab) therapy, the console generated optical sensor failure alarm. The customer was eventually successful in transducing the fluid lumen and getting a crisp transduced waveform by aspirating. The fiber optic cable was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation -administrator/supervisor, surgical ICU rn. Additional initial reporter - (B)(6), manager sicu. Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).